Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed by technical support to perform several steps, including disconnecting the tubing and delivering boluses, to address the alarms. The resolution involved the customer replacing necessary supplies and resuming insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.